Event description:
Title: unable to fill the expander. Description: attempted to expand a tissue expander yesterday with no success. We identified the port with the locator and inserted the needle. When we attempted to push the n/saline there was resistance. Unfortunately, we couldn¿t expand.

Manufacturer narrative:
Quality department received a complaint from a customer, notifying ¿unable to fill the expander¿. The device involved corresponds to a motiva flora tissue expander, serial number (B)(6) , catalog number xmm 58. A complete review of the DHR for lot 22112912 was carried out, and no deviation was found in the manufacturing process. A review of complaint history for the reported lot number and sterilization run found no other similar complaints reported in the past. The instructions for use in the directions for use were reviewed, to determine if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: surgical technique and expander selection ¿ there are several surgical techniques that can be used to perform the implantation of a breast tissue expander. Therefore, the surgeon is advised to use his/her clinical judgment in choosing the procedure that is best for the patient, consistent with this product insert. After setting realistic aesthetic goals that assure mutual understanding between the doctor and the patient, the surgeon must choose from current and accepted surgical techniques to minimize the incidence of adverse reactions and achieve the best results. The expander size should be proportional to the patient¿s chest wall dimensions, including base width measurements, and be compatible with tissue characteristics and expected expansion outcomes. Filling procedure a) inflation is accomplished by using sterile, nonpyrogenic, isotonic saline, preparing the skin, and inserting a 21g winged infusion set (recommended) or a standard hypodermic needle into injection site. Ideally, the needle should enter perpendicular ± 30° to the top of the injection site as shown in the following image. B) penetrate the injection site until the needle is stopped by the needle stop. If injections are made on or outside the injection site, leakage can occur. The calibration of the motiva flora® port locator before this point is crucial to avoid an error in locating the site. Note: the surgeon should feel the needle making gentle contact with the plastic needle stop. Contact must be made with the needle stop to ensure flow into the expansion envelope. 30º 30º do not force the needle against the needle stop, which may bend or burr the needle and result in injection site damage. C) fill the breast tissue expander only with sterile saline for injection, and only through the injection site after precise location of the needle stop with the motiva flora® port locator. Fill carefully and only to patient and tissue tolerance. B skin-sparing a standard c nipple-sparing never proceed with filling beyond patient or tissue tolerance. Improper filling technique or overfilling of saline solution may result in a leak or 17en rupture. Do not unnecessarily delay expansion after placement. The longer the delay, the more likely the formation of a resistant capsule, making expansion difficult. Note: to avoid contamination and damage due to multiple needle punctures use a different 21g needle during each session. After completing the investigation, it was not confirmed a relationship between the alleged event and a device malfunction. After a communication with the complaint submitter, it was confirmed a conscious omission of instructions (use error). In conclusion, the event is attributed to an unintentional error in the use of the device. However, we conducted an internal investigation and there were no indications of abnormalities in raw materials or manufacturing processes that could have affected this particular batch. Establishment labs will continue to monitor for similar complaints/trends.